Event description:
The customer reported a bang and an overload fault error message. This error causes the system to shut down. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and performed system calibrations. The system operates as intended.